Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013, with the following findings: during the load step the piston did not move. After priming, an occlusion alarm occurred during the first basal delivery. The pump was opened and a force sensor circuit component was found to be misaligned on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a misaligned force sensor circuit component on the printed circuit board. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.